Event description:
It was reported that the smartsite 20mm vented vial access device had black foreign matter in it. The following information was provided by the initial reporter, translated from italian to english: "the device, before being opened from the primary packaging, appeared affected by traces of rusty black foreign bodies."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-08. H6: investigation summary seventy-three samples from lot 202040 were received for investigation; one sample was received with open packaging and the other seventy-two samples were received within sealed packaging. A visual inspection of the opened sample confirmed customer¿s experience as dark particles were found embedded within the wall of the smartsite. A visual inspection of other seventy-two samples did not identify any similar contamination. The details of this feedback were forwarded to the legal manufacturer of the product, yukon medical llc, as well as to the supplier of smartsite component for investigation. Their analysis confirmed that the contamination identifed was likely to be residual lubricant from the mould tool that has inadvertently come into contact with the smartsite during the moulding process. After maintenance of the machinery, it is possible for residual lubricant to remain within the cavity of the moulding tool; however following such activities the initial moulded components are typically segregated and discarded. In this instance it appears that the affected component was not segregated due to human error and was not identified during subsequent assembly steps. A review of the production records for lot 202040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mv0420-0006 product over the past 12 months. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is yukon. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite 20mm vented vial access device had black foreign matter in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the device, before being opened from the primary packaging, appeared affected by traces of rusty black foreign bodies."